Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was removed/broken. The condition of the pump found a cracked battery door, worn uso seal, bubbled dso seal, and scratched lcd lens. The event history log found multiple high alarm displayed: cassette not attached properly. Performed functional check. Performed nda-testing of pump. Customer reported problem was duplicated. During the functional test, found that the downstream sensor failed the calibration test. Downstream sensor. It was determined the inoperable dso sensor caused the problem. The downstream sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette caused an error. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.